Event description:
It was reported that noise was observed on the ventricular channel. Inappropriate therapy was delivered as a result of the noise. High capture threshold was also reported. A lead revision has been scheduled for 2006.